Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional components implanted: plc181400/13757097, plc181400/13759292. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2015, a type ii endoleak was identified. On (B)(6) 2017, this patient underwent an endovascular procedure whereby translumbar embolization was performed to treat the type ii endoleak.